Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A mitraclip was inserted and deployed on the tricuspid valve, reducing tr to a grade of 1-2. On (B)(6), an echocardiogram was performed and revealed that the clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient condition. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.